Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2019-07589, 1627487-2019-07590, 1627487-2019-07591. It was reported that the patient had their original scs system explanted and replaced on (B)(6) 2013 because the system no longer worked for them. No further information is known at this time.